Event description:
It was reported when the device was used during a low anterior resection, there were no staples present. The case was completed using sutures and a different type of stapler. The case was extended by one hour.